Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an error code of 570:320:654:0000 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. This issue is being investigated through CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "error code 570:320:654:0000". This condition has the potential to cause an interruption of delivery. This condition was found in the medical surgery department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.